Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were detected. The physician elected to not go through with a revision and the lead remains implanted.